Event description:
The customer reported three instances where inadequate fluid was removed from pts dialyzing on phoenix. To date, no specific clinic and treatment info was provided. Pt required an additional dialysis treatment the next day to remove his retained fluid.